Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Customer technical support (cts) was told by the customer that the initial run on two samples recovered high platelet (plt) results. The plt results were normal following multiple reruns and corresponds the patients' clinical history. Further analysis indicates the initial sample runs for both patient samples recovered higher plt results, along with the instrument generated flags for comparison to final rerun results. The fse indicated that the probe rinse block showed signs of a previous leak (crystals) that contributed to the inconsistent results. The fse replaced the rinse reagent syringes and no further issues were observed on plt results. The fse then performed verification of the instrument and the instrument was returned to normal operation. Per information provided by the subject matter expert (sme), all parameters can be affected by a probe wipe and rinse reagent syringe malfunction on recur.

Event description:
The customer reported erroneous platelet (plt) results were recovered for patient samples run on the coulter ac·t 5diff cap peirce compared to results from sample rerun on the same instrument which were considered correct. Erroneous patient results were not reported out of the laboratory. There was no death, injury, or affect to user or change to patient treatment attributed to this event.